Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 27.0d injector on (B)(6) 2015. After implantation, a crack was noted on the lens near the haptic joint. The lens remains implanted with no patient injury reported.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device evaluated by the manufacturer: no, lens remains implanted. Results - a device work order search was performed and no similar complaints were found within the work order. Conclusion - evaluation is in progress. (B)(4).